Event description:
Nurse had just left patient's room, was medicating another patient when staff alerted this rn that patient was on the floor, blood draining from nose. Bed alarm did not sound. Patient's neuro exam and vital signs stable.